Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the jaws. The heater element had heavy tissue debris. There were signs of clinical usage and evidence of blood. The handle was very bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were non conformities. Based upon this observation, the reported complaint for "stopped working, excessive smoke" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the third or fourth branch, the unit stopped delivering energy. The device was unplugged and plugged back in. The harvester managed to get the unit to work by cleaning off the jaws. It was also reported that the amount of smoke emitted was excessive after the first branch. A replacement unit (vh-3200) was used to complete the procedure. The user is new to using hemopro 2. There were no patient effects. The product was returned.